Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that about two months post-implant, this right ventricular (rv) lead became dislodged after the patient had received one appropriate shock from the device. The patient then received two inappropriate shocks because the dislodged lead had curled up and was next to the implantable cardioverter defibrillator (ICD). A revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have made dislodgement more likely than what is described as a known inherent risk of the use of this product in the instructions for use (IFU).

Event description:
It was reported that about two months post-implant, this right ventricular (rv) lead became dislodged after the patient had received one appropriate shock from the device. The patient then received two inappropriate shocks because the dislodged lead had curled up and was next to the implantable cardioverter defibrillator (ICD). A revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was returned for analysis.